Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that post implantable cardiac monitor implant procedure, review of patient-activated transmission for symptom described as dizzy revealed noise and under-sensing due to loss of contact. No intervention was performed. There were no consequences to the patient.